Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was alleging that the insulin pump was under delivering. The customer's blood glucose level was 19 mmol/l at the time of the incident. The customer experienced nausea, vomiting, abdominal pain, and difficulty in breathing. They had positive results in ketone test. The customer was assisted in troubleshooting. There were air bubbles along the tubing length. The customer's other blood glucose level was 15.5 mmol/l. The customer was treated with insulin pump. The reservoir will not be returned for analysis.